Event description:
Per the clinic, the patient experienced recurrent infection and overgrowth of tissue around the implant site. The patient underwent surgery on (B)(6) 2012, to excise skin tissue around the implant, and to exchange the abutment for a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4). Eval summary : implanted device remains.